Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D10. Concomitant medical products. Tsvtb10, imp, tsv,3.7,10, mtx,mg, lot 4120007749. E1: reporter email address unknown / not provided.

Event description:
It was reported that upon opening the the sterile pack, the implants were loose and not attached to mount. The procedure was completed using other implants.